Event description:
Reporter stated that a comparison between their surestep meter and a hcp meter was 66 (ss) and 150 (hcp). Representative discovered that the patient's meter was set to mmol/l and converted ss result to mg/dl. Comparison result was 118 mg/dl (ss) vs 150 mg/dl (hcp), respectively 21% difference). No symptoms were reported. There was no allegation of harm.